Event description:
On (B)(6) 2024, a patient in portugal underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, the institution's nurse reported that the patient's peg was obstructed and requested a replacement of the system. On (B)(6) 2025, during an endoscopy, a large amount of gastric mucosal growth was documented, which encapsulated the entirety of the internal peg retention plate. It was not possible to replace the peg tube endoscopically, a gastroenterologist reported the patient can keep the duodopa administration through the pej tube. It was planned that on (B)(6) 2025, the patient will receive a peg tube for food.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of buried bumper syndrome if any further relevant information is identified or obtained, a supplemental medwatch will be filed.